Event description:
A reporter called to submit a report about the defective libre sensors. The reporter said the sensors are for her puppy. She said she got the sensors from walmart and all three of them do not work. She also said she received a letter from abbott advising her the lot numbers she has have been recalled. Ref reports: mw5158589, mw5158590.